Event description:
Customer filed vague report of one infusor lv in which an overinfusion occurred while in use by the patient. Infusor filled to an unspecified amount with 5fu 3400mg in normal saline 120ml. No patient injury or medical intervention required. There is no additional information available.